Manufacturer narrative:
Per tandem's pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of multiple cartridge tubings during the load fill tubing sequence. Multiple cartridge changes were performed resolving the issue. Reportedly, the customer was not performing the proper air removal process during the load sequence. Tandem technical support educated the customer on the air removal process. Customer's blood glucose level was 343 mg/dl at highest.